Event description:
The reporter stated that the pt was set up with an arterial line for an abdominal aortic aneurysm procedure. The arterial wave dampened and dropped off. Blood tracked up the line from the cannula, and fluid could be seen leaking from the flush device. The line was removed. A new cannula had to be inserted into the pt's other arm because the first cannula became backed up.